Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed ventricular undersensing due to r wave amplitude variation. The patient was seen in the clinic and programming changes were made. The patient was in a stable condition.